Manufacturer narrative:
Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture diagnosed via MRI. Device has been explanted and replaced with non-allergan device.